Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29/jul/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified wear abrasion, brown particles, and observed void >1 mm in non-textured valve-to shell-bond area. Leak test and microanalysis were performed and identified a sharp opening. Fill inspection was completed and found no blockage. Dimensional measurement was performed and the device was within specification. Based on the device analysis the final assessment was a sharp opening assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.